Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer continued disconnected from site ad completed fill tubing step and successfully resumed insulin therapy. No additional assistance was needed.